Event description:
It was reported that, "dr (B)(6) was doing occipital to c6 posterior cervical case. He was using the new line extension product from the oasys system - midline occipital plate. While bending the midline plate, using the midline plate benders found in the set, the surgeon broke the plate (it was a size medium). He then took a large, long midline plate and while bending this plate, the plate broke. He did use another plate (large, long) and placed 5 of the 8mm bone screws and secured it in place. Attached the two rods and final tightened the blockers. Placed his bone graft and closed. Please note: the broken plates are being returned to stryker spine."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.